Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed indentations from the garment being too tight. A field service representative re-measured the patient and advised was in the correct size. Representative reported an irritation around the breast area. Patient reported feeling symptoms of nausea for some time and nausea feels worse when wearing lifevest due to normal garment pressure. There was no alleged device malfunction contributing to the irritation. Patient reported hasn't been wearing lifevest per discussion with cardiologist. Follow up indicated that the indentations and irritation have improved.